Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately six weeks prior to explant. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7079081.

Event description:
It was reported that the patient had lead migration which caused the stimulation to be felt on the hips and lower legs rather than the thigh. The patient underwent an explant procedure. All device components were removed and will not be released by the medical facility.